Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned after being implanted for failing to sense or capture. It was unknown if this occurred after pocket closure or if any loss of capture resulted in greater than two seconds of asystole. The rv lead was repositioned successfully and continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A portion of this right ventricular (rv) lead was explanted and returned years after this event with no further allegations being made against it. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that only the proximal segment of the lead was returned severed approximately 90 mm from the terminal pin. The returned segment passed continuity testing which confirmed it was electrically continuous. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.